Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3487a-33, lot# j0320126v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had two leads implanted the first time and got good coverage. The second time the physician couldn¿t get the second lead inserted. The first time the surgery took 6 hours, this time it took 3 hours. The physician stated the patient¿s back was the worst mess he¿d ever seen. No patient symptoms were reported.